Event description:
It was reported that insulin would not fill the cartridge tubing across multiple supplies. Reportedly, insulin would go up and down, but would not fill the cartridge tubing. A new cartridge was successfully loaded to address the event. Additionally, an occlusion alarm occurred. Customer's blood glucose was 174 mg/dl. The customer reverted to manual injections for insulin therapy.